Event description:
Graft was implanted in 1999 and explanted approx. 2 months later. The dr. Reported that a tear occurred at the proximal end. Upon further examination by the dr. It was noted that a pseudoaneurysm was present and was 6 to 7 cm, located at the tear. The space between the tear was 4 cm.